Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00586: ulnar shortening guide left, 3025141-2019-00587: bottom plate.

Event description:
An ulnar shortening guide was being used on the patient. The locking screw was stuck in the cutting guide and could not be turned. There was a 15 minute delay in surgery as a result.